Manufacturer narrative:
(B) (4). Conclusion: according to the implant manual, if no warning is displayed or if battery impedance is under 2 kilohms, the device can be distributed and implanted.

Event description:
The longevity was shown as less than 3 months upon interrogation performed with the device in its sterile box.